Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The mayfield composite series skull clamp (a3059) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during "craniotomy for posterior fossa suboccipital decompression" procedure, patient was pinned by the resident in a mayfield composite series skull clamp (a3059) and flipped prone by the surgical team. Once skull clamp was connected to base unit, the skull clamp slipped on the patient's head, resulting in a laceration. The patient was turned back to the supine position to treat the head wound (the hair was shaved around the site of injury, the wound cleaned, and stapled closed). Patient was then flipped to prone again to complete the case. The device was replaced and surgery continued as scheduled. Patient was not repositioned during the surgery. There was delay of surgery over 30 minutes. Patient has been discharged from facility and reported to be stable.